Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance in the high voltage coil. The lead remains in use. No patient complications have been reported as a result of this event.